Manufacturer narrative:
One used sample was returned for evaluation. The device history record for the reported lot number (2794617) was reviewed; this review showed no abnormalities. During manufacturing, a sampling of the devices was inspected for the pilot valve function and all of the sampled devices for this lot number were found to meet with specifications. The examination of the returned device showed the device's inflation valve had been pushed inwards into the pilot balloon. The device was given functional testing; this showed the cuff inflated normally with no signs of resistance or leakage. The condition seen (inflation valve pushed into the pilot balloon) may have caused difficulty during cuff deflation as reported. However, examination of the returned device and review of device history records could not verify that this issue occurred due to a manufacturing issue. It is possible that excessive force applied to the valve during use could have caused this issue. The cause of the issue could not be definitely determined; however, the reported issue could not be attributed to a manufacturing issue.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Unknown whether device is available.

Event description:
User facility reported that the device was in use with patient in home care for approximately 3 weeks. According to reporter, the patient carer attempted to deflate the cuff and could not because the valve in the pilot balloon was stuck. Patient was brought to hospital care and the treating staff at hospital was able to manipulate the valve into position and deflate the cuff. No permanent adverse effects reported.